Manufacturer narrative:
Reservoir was returned incomplete, only transfer guard returned. Missing plunger, barrel and stopper plunger. Performed visual inspection and found needle detached from transfer guard. Loose needle. (B)(4).

Event description:
Customer reported via phone call that the needle broke when she was trying to take off the transfer guard. Customer's blood glucose was unknown. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.